Event description:
According to the op report, this valve was explanted due to pv leak and "severe" aortic regurgitation. Some time prior to explant, the patient was admitted for pneumonia and chf that responded to therapy. At explant, the valve was noted to be "well-seated" with a pv leak under the left coronary cusp. The valve was replaced with sjm 23aj-501, and a CABG procedure was performed. Tee revealed "no pv leak" and an ejection fracture of 35%. Two days postop, the patient underwent re-exploration for mediastinal hemorrhage. A hematoma was removed and a "bleeder" along the chest wall and at the head of the clavicle was controlled with bovie cautery. The patient was reported to be in "satisfactory" condition.